Event description:
Over-delivery. The pump was programmed to deliver 125ml of an unspecified medication over 1 hour. Forty-five minutes later, the pump alarmed for an occlusion. At this time, the nurse reported the bag looked like more solution than expected was infused. It was unspecified what the pump displayed as the amount infused. The solution container was sent to the pharmacy for measurement of the remaining solution. The pharmacy indicated that 175ml instead of the expected 94ml was missing. There was no reported adverse pt effect and no medical interventions were required. Though requested, no further info was available.